Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "experiencing pain." Healthcare professional reported left side rupture and textured to smooth exchange due to patient concern. Device has been explanted and replaced.

Event description:
Patient reported, "experiencing pain". Healthcare professional reported, left side rupture. And textured to smooth exchange, due to patient concern. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, concern with textured product. Device evaluation: analysis of the returned device identified, underweight, broken shell and missing shell. A visual and microscopic analysis was performed which identified, sharp broken on anterior assessed, as a surgical impact opening, for the stress mark in the shell, crease fold and wear abrasion. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp broken on anterior assessed, as a surgical impact opening. Missing shell assessed, as inconclusive.